Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - lot number ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2016-03942 / 03943).

Event description:
During a procedure, the trial post fractured. No pieces of the instrument fell into the patient and there was no delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of both trial posts shows they both have cracks along the posterior side. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.